Manufacturer narrative:
The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: hematoma is a collection of blood within the breast tissue. Hematomas are one of the several complications that may follow a breast-augmentation procedure. Symptoms of hematomas generally include swelling, bruising and pain around the incision area while most hematomas are small and will completely drain on their own and the blood re-absorbs into the body, those patients that are experiencing moderate to severe pain should undergo a follow-up visit. Most hematomas will either resolve on their own or will only require draining. Drains are small surgical tubes that lead out of the breast with a small bulb attached to collect blood and other fluids. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
USA. Allegedly, a patient who underwent a breast surgery augmentation in (B)(6) 2026, noticed her right breast sitting higher. She states it also feels firmer than left. She developed a baker grade iii capsular contracture on her right breast (sn (B)(6). Additionally, 3 days post op an hematoma evacuation was required on her left breast (sn (B)(6). No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.